Event description:
It was reported that the system 9800 would lock up intermittently and would have to be powered down and up in order to reinitialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Construction efforts in the building may be causing power disturbances. The system was tested, and found to be working as intended, and placed back into service.